Manufacturer narrative:
The referenced death was reported under medwatch report # 2916596-2017-02595. (B)(4). Approximate age of device- 4 years and 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2013. It was reported on (B)(6) 2017 that patient began experiencing multiple speed drops. Log file were submitted for review. The manufacturer¿s technical services representative reviewed the submitted log file and reported that the log contained no abnormal speed drops below the low limit however there were multiple low flow alarms that occurred when the estimated flow dropped below the alarm threshold. The alarm condition is not associated with any sort of external equipment malfunction. On (B)(6) 2017, it was reported that the center did not believe there was an outflow graft occlusion from a computed tomography angiography (cta) however they believed the pump may not have been working properly to support the patient. Patient expired on (B)(6) 2017 after family decided to withdraw support. The pump was not explanted. No additional information was provided.

Manufacturer narrative:
The reported speed drops were confirmed per the evaluation of the submitted system controller log file. However, these speed drops were due to pi events that caused the pump speed to drop to the low speed limit. Furthermore, low flow alarms were confirmed per the evaluation of the submitted log file. A cause for the pi events and low flow alarms could not be conclusively determined. It was reported that the patient experienced multiple speed drops. A submitted log file was evaluated. The log file showed the pump initially operating at 8800 rpm with a low speed limit of 8400 rpm. It was noted that the set speed was momentarily changed on (B)(6)2017, up to 11600 rpm and back to 8800 rpm. During the speed changes, power elevations over 8w were observed, possibly due to the high set speeds. On (B)(6) 2017 between 2:44 to 5:29, the patient experienced low flow hazard alarms. On (B)(6) 2017 at 12:49, the set speed was changed to 10200 rpm. Between 10/9/2017 at 16:52 to (B)(6) 2017 at 7:28, the patient experienced pi events and speed drops down to the low speed limit. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.